Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 years and 2 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position.

Event description:
Per medical records reviewed, approximately 5 years post tavr, the patient presented with shortness of breath on exertion over the past year. A recent echocardiogram performed noted severe prosthetic aortic valve stenosis, elevated gradients of 60mmhg and effective orifice area of 0.9cm^2. A CT scan performed reported that the valve leaflets could not be visualized but there appeared to be some degree of calcification of the leaflets that restricts mobility. There was no thrombus or hypoattenuated leaflet thickening (halt) observed.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b3, b4, b5, b7, g3, g6, h6: health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: type of investigation. Corrections to sections b1, b3, b7, h6: health effect - clinical code, device code(s), investigation findings and investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. However, patient factors might have contributed to the event, including the patient's advanced age of 73, patient comorbidities and progression of the disease process. Per records, the patient has medical history of hyperlipidemia and diabetes mellitus. Patients with these conditions are known to have an increased risk of developing stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.